Event description:
It was reported that the patient fell ¿right on the device¿ on (B)(6) 2013. The patient¿s ¿peeing came right back¿ and she wanted to know what to do. Additional information was requested, but was not available as of the date of this report.

Event description:
After further review, it was noted that the device was working but ¿it¿s very slight¿ and could ¿barely¿ feel now. The patient noted that symptoms were getting worse and the patient was irritated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0422y, implanted: (B)(6) 2013, product type lead. (B)(4).